Manufacturer narrative:
Sorin group (B)(4) manufactures the sorin centrifugal pump system with tubing clamp. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the drive unit for the sorin centrifugal pump system with tubing clamp stopped and vibrated with no alarm during the procedure. There was no report of patient injury. A sorin group field service representative was dispatched to the facility to investigate. The drive unit was tested with different scpc systems and the issue could not be reproduced. The device was returned to the customer. As the issue could not be reproduced, a root cause could not be determined and no corrective actions were identified. A review of the DHR did not identify any deviations or non-confirmities relevant to the reported issue. Sorin group (B)(4) will continue to monitor this type of issue for trends. Evaluated on site by sorin service rep.

Manufacturer narrative:
Sorin group (B)(4) manufactures the sorin centrifugal pump system with tubing clamp. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the drive unit for the sorin centrifugal pump system with tubing clamp stopped and vibrated with no alarm during the procedure. There was no report of patient injury. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the drive unit for the sorin centrifugal pump system with tubing clamp stopped and vibrated with no alarm during the procedure. There was no report of patient injury.

Manufacturer narrative:
(B)(4). In the initial report, submitted (B)(4) 2016, the device manufacture date (mm/dd/yyyy) was stated as 10/12/2015. This is incorrect; the correct device manufacture date is 10/07/2015.